Event description:
It was reported that the customer experienced a high blood glucose (bg) level, with a highest reading of 576 mg/dl. The customer went to the emergency room and was subsequently admitted to the hospital with high ketones identified as life-threatening. Prior to hospitalization, the customer administered a manual insulin injection in attempt to resolve bg level. The customer received treatment with IV saline and insulin while in the hospital, which resolved the issue. The customer was released from the hospital (B)(6) 2025 with no permanent damage was identified. The cause of the high bg was unknown. Technical support performed a system check on the pump and determined that the pump was functioning as intended. It was advised the customer consult with a healthcare professional to address the blood glucose levels.